Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. However, instead of communication error e227, it is communication error e218. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, therefore error 218 occurred. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation that the subject device exhibited a e227 communication error. The device was replaced. There were no reports of patient harm.